Manufacturer narrative:
A visual inspection of the returned stapilizer handpiece confirmed the end cap was separated from the unit. No visible damage was observed on the end cap. The end cap was screwed back on to the handpiece and the handpiece was tested. The stapilizer handpiece met all required specifications. A review of the device service/repair history records indicates that this pneumatic powered handpiece was manufactured on 02-may-2013 and has been in use for nearly 3 years. Service records show the handpiece has only been returned for service/repair once since it has been in use. The handpiece was returned in october 2015 for an air leak found to be the result of a loose valve stem. The user manual contains the following warnings and recommendations for use and maintenance of the stapilizer handpiece: eye protection is recommended when operating equipment. Prior to each use, perform the following: inspect all equipment for proper operation. Ensure all attachments, accessories, and hoses are correctly and completely attached to the handpiece. The stapilizer handpiece is to be returned to the factory or a linvatec authorized service facility for routine maintenance once every twelve months. Failure to follow this routine maintenance schedule may result in damage to the handpiece and may invalidate the product warranty.

Manufacturer narrative:
Conmed international affiliate in (B)(4) received the stabilizer handpiece for evaluation on 09-dec-2015. The device evaluation is in process. A supplemental report will be filed once the investigation has been completed.

Event description:
The user facility reported that while the surgeon was stapling in the graft during an anterior cruciate ligament (acl) reconstruction, the back end of the stabilizer handpiece blew off and flew across the room at a high pressure hitting the wall. The event was described by the reporter as a "near miss" however; there was no injury to the patient or surgical staff. The surgery was completed successfully with no impact to the patient.